Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2015 was 40 mg/dl without symptoms. It was reported the pump¿s display screen was dim and discolored and could not be read safely. The reporter alleged the display issue led to a use error of an inadvertent infusion of 2 units of insulin during bolus delivery. Reportedly the display issue was first noticed on (B)(6) 2014. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hypoglycemia was related to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump revealed the last basal delivery occurred on (B)(6) 2015 at 23:58. No abnormal pump function was observed. The total daily dose basal history correlated appropriately to the user programmed basal rates. Investigation revealed the display screen was dim and discolored. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.